Event description:
Representative from physician's office contacted technical solutions and reported that a patient's pump was being explanted. Representative reported that the patient had nerve pain that was not being treated by their pump therapy and that the patient had lost significant weight due to a secondary condition, which was causing the pump to extrude and be a nuisance to the patient.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As no additional investigation was performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).